Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm. Customer stated that the battery contacts was not corroded and battery compartment was not damaged. Troubleshooting was performed; no harm requiring medical intervention was reported. The insulin pump will not be return for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A retainer ring = clear. Case type = ngp. On september 25, 2022 customer called in with the following concern: battery failed alarm. P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Device power up properly after battery installation. Device was downloaded successfully using (thus software) for reference. Proceed it with the following testing to assure proper functionality of the device . Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected or constant failed batt test alarm noted during testing. Device functioning properly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. During download review, several failed batt test alarms were recorded on 09/26/2022. Proceed it by cutting device open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Device was received with cracked keypad at select button, keypad overlay texture damage, faded serial number label, cracked retainer and scratched case. In conclusion, customer concern was not confirmed during testing. Device powered up properly after battery installation and was tested successfully. Device may have had an intermittent failure not detected during our testing. . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that customer installed new battery and the issue was not resolved. The product has been returned for analysis.